Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a disconnection between the transfer set and the patient line which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis therapy. During troubleshooting, it was stated that the transfer set was disconnected. The technical service representative (tsr) advised the caregiver to contact their nurse. The tsr reviewed proper procedure with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.